Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
During a laparoscopic colon resection procedure, the device completely unraveled. It was in two separate pieces. It has not been touched by anything other than the surgeons's hand. There was no patient consequence. The case was completed with a competitor's device.